Event description:
(B)(4). Began having an extremely heavy period each month followed by spotting and blood clots throughout the month until my next period. Brown discharge with blood clots throughout the month. I have bloating and swelling of the hands and legs, making it difficult to stand or walk for long periods of time. Constant pain in the abdomen area and I began to lose my hair, which was so severe it required shots in my head to try to stimulate new hair growth. I continue to lose my hair and now have a dry flaky scalp. Loss of libido, painful intercourse, mood swings, depression, forgetfulness, vertigo, hives, rash and itchiness all over my body. Sensitivity to smells, back and neck pain and I developed a stabbing pain that brings me to my knees on the left side of my abdomen. I feel like I am being stabbed and get a shock throughout my body. Metallic taste in my mouth, gas, difficulty with bowel movements, painful bloating pain in abdominal are.